Event description:
Patient was placed on bypass ( for approx. 2.5 hours) while lvad was implanted. Graft/cannula was bleeding excessively at initiation of support. Patient was fully anticoagulated while on bypass (act levels were around 500). Protamine was reversed and bleeding stopped, except at the graft-cannula junction. Surgeon used newknit surgiseal to wrap the junction and stop the bleeding.

Manufacturer narrative:
Device was not received until 10/29/07. Evaluation is in process and evaluation summary, method, results and conclusions will be submitted in a supplemental report.